Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose and kidney failure. The caller stated that the customer was not feeling well and did not eat for three days, which kept the customer's blood glucose low. The caller stated that they tried to bring up the customer's blood glucose, but they could not force the customer to eat. The caller stated that they did not know the customer's blood glucose; the last recorded value was 65 mg/dl on (B)(6) 2016 at 6:15 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.